Manufacturer narrative:
Concomitant medical products: primary tubing, td (B)(6) 2017. The customer¿s report of an incorrect pca dose was not confirmed. The pcu event log shows that at 3:51 pm on (B)(6) 2017 the device was programmed to infuse a pca only infusion of hydromorphone pca anesthesia 100mg in 50ml through guardrails. Between 3:51 pm and 12:38 pm on (B)(6) 2017, there were 14 pca requests delivered for a total of 1.75ml and 1 pca request not delivered due to the lockout. At 1:29 pm, the device was channeled off. The pcu event log shows the user accessed the patient history 12 times during the infusion. It is believed that the user mistakenly thought the drug amounts were going up instead of down when accessing the patient history. The patient history displays the total drug delivered as well as the total demands and delivered demands. The total drug amount will increase with every successful pca dose request delivered. During the infusion, the pcu display will alternate between the medication name and the pca vtbi. At the beginning of the infusion, the vtbi is the amount of medication in the syringe. In this case the vtbi was 48.2033ml. When a pca dose request is made, the pcu display alternates between the medication name and the pca vtbi decreasing. At the end of the pca dose request, the vtbi displayed on the pcu display will also decrease by the amount delivered for each pca dose request. The root cause of the incorrect pca dose was not identified. Devices not received, log review only.

Manufacturer narrative:
The customer requests event log review. A follow up report will be submitted with evaluation results should the logs/customer data set be received for evaluation.

Event description:
The nurse reported the pca infusion screen did not display the correct amount of delivered medication. The numbers were going up and not down after the medication was delivered. Additional event details were requested. There was no report of patient harm.